Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, the "tap to start two hour warm up" has appeared more than 5 times. No additional patient or event information is available. Data was provided for evaluation. The reported event was confirmed via data. The root cause could not be determined. Based on the investigation results this issue has been upgraded from non-reportable to reportable.